Event description:
Patient reported rn had drawn medication into gravity bag and was getting ready to infuse but once th rn hit "run program" they keep getting "motor failed" error message on pump. Patient reports they tried restarting pump 5 times and even changed out the batteries twice. Looked up at curlin pump manual an informed pt that pump is defective, and we will have to send her a new pump. Advised patient to tell rn to infuse via gravity. Cvs sending pump return box and new curlin pump. No dose missed or ae(adverse event) experienced. Unknown lot and serial number/expiration date of pump. Pump to be returned to pharmacy indication: common variable immunodeficiency, unspecified. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? If yes, was any medical intervention provided? No; is the actual device available for investigation? Yes, pt is returning device; did we [MFR] replace the device ? Yes; did the pt have a backup device they were able to switch to? No, informed pt to have nurse infuse via gravity. Reported to (B)(6) by health professional.